Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during an unknown firing with an unknown color cartridge the tissue was bunching up in during firing. It is unknown how the procedure was completed. There was no patient consequence reported at the time of the call. Not sure if the account is going to release the device. There is no additional information.

Manufacturer narrative:
(B)(4). Damaged cartridge, nicked knife the analysis found that the ple60a device was received in good visual condition and with an ecr60g cartridge loaded on the device. The returned cartridge was noted to be fully fired. Furthermore, the cartridge deck was noted to be damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.